Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. It was reported that the issue occurred during the diagnostic procedure, and the procedure was completed with the same set of equipment and without delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/replicated. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated, and the customer¿s allegation was not able to be confirmed; the still images could not be imported into portable memory due to a board failure. The device is not expected to be returned. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a no image issue while using evis exera iii video system center. There was no patient harm associated with this event.